Manufacturer narrative:
A request for the return of the device has been made.

Event description:
A fail code 403:317 before use. Althoughbaxter attempted to obtain info, details were not available regarding add'l contact info, pt demographics, medication involved, or pump programming. The hosp rep stated that there have been no reports of any pt incident involving this pump since the last baxter svc event.